Manufacturer narrative:
Philips has investigated this complaint. A philips field engineer (fse) inspected the system onsite and confirmed the issue. Troubleshooting actions determined that the issue was that the mains circuit breaker (mcb) was tripped. The fse restored the mcb to the normal "on" position. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that system was not switching on. The system was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.